Event description:
Son-in-law reported, the customer was hospitalized for low blood glucose. Son-in-law stated customer fainted and woke up in the hospital. Customer also stated upon examining the pump, determine that sixty units of insulin shot into her body. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.